Manufacturer narrative:
The reported symptom code (blank screen) was confirmed. An external visual inspection showed no signs of physical damage. Functional display test failed. Upon investigation, the inverter board transformer was found burnt. A known good inverter board was installed and the screen became fully operational. Internal visual inspection showed no other signs of abnormalities. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported a blank screen on the liberty select was encountered during an unknown phase of treatment. The patient was advised to discontinue use of the cycler. Patient was advised to perform continuous ambulatory peritoneal dialysis and to contact the clinic nurse. Follow up with the patient indicates that no treatments were missed. There was no complications as a result of the alleged event.